Event description:
Pt with right hip pain was admitted for surgical repair of a displaced subtrochanteric femur fracture. Initial attempts to perform an intramedullary nailing of the fracture failed because of pt's paget's disease and substantial bowing of the femoral shaft. Surgeon aborted the nailing and proceeded with an open reduction and internal fixation. While drilling a screw hole, the drill bit broke off in bone. The drill bit fragment was left in the bone. There was no attempt to retrieve the fragment. The procedure was completed and pt was taken to recovery in good condition. Initial post op course was remarkable for marginal urine output. On postop day #3, pt was transferred to ICU after they developed respiratory distress and was dnr. Pt expired postop day #4.